Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter; product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-dec-02, additional information was received from the healthcare professional (hcp). The hcp stated the catheter was diagnosed as disconnected from hub per catheter dye study. Pump was weaned and removed. Distal catheter tied off with suture, left in intrathecal space to avoid tearing hole in the dura if removed. The cause of the patient's withdrawal was"separation of catheter from pump but short-lived. The cause of the patient leaking csf and headaches was requested and the hcp stated, "no sign of csf leak and spinal headache per myself and other physicians who have worked for him".

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4). Implanted: (B)(6) 2003, product type: catheter. Product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 06-mar-2005, UDI#: (B)(4); product ID: 8731sc, serial/lot #: (B)(4), ubd: 09-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received from a patient receiving morphine (50 mg/ml, 3 mg/day) via an implantable pump for spinal pain. It was reported the patient's pump was removed 2 months ago. The reason the pump was removed was because "they were taking me off oral meds and slowly reducing it and the catheter had parted and then I went into withdrawal the end of june." The patient stated that at this time, it took them another 3 or 4 days to diagnose that the catheter was "parted" and it took them another three weeks to figure out to turn off the pump. The patient stated they took the pump out, but did not take the catheter out so they did not know if it was parted or defected". The patient reported cerebrospinal fluid (csf) leak (or spinal headaches). The patient mentioned he was leaking spinal fluid "on and off ever since the withdrawal started ((B)(6) 2019) but, it's gotten to the debilitating point the last 3-4 years (also noted as days)". The patient stated they knew what a cns headache was and had many years of surgery due to trauma in their back. Registration shows the explant date of the system was (B)(6) 2019.